Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located in a mildly calcified and moderately tortuous proximal left circumflex. A 2.50mm x 15mm emerge balloon catheter was advanced to predilate the target lesion. Upon inflating the device, the balloon inflated initially but was unable to increase the pressure more than 4 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by MFR.: the emerge catheter was received inside a carrier tube (hoop) within an emerge product pouch and shelf box that matched the information on the device. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located in a mildly calcified and moderately tortuous proximal left circumflex. A 2.50mm x 15mm emerge¿ balloon catheter was advanced to predilate the target lesion. Upon inflating the device, the balloon inflated initially but was unable to increase the pressure more than 4 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patients' status was good.